Event description:
It was reported that the patient underwent a left total hip arthroplasty. During surgery, it was found that the patient¿s femur was fractured, causing loss of blood. The loss of blood caused instability in the patient¿s blood pressure leading to a longer stay in the hospital. The patient experienced pain while healing and even when walking, sitting or standing. The patient is concerned for the future and the implant due to zimmer biomet¿s recall.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.